Event description:
Philips received a complaint by the customer on the v60, indicating that the devices touchscreen lower left side of screen was unresponsive. It was reported there was no patient involvement at the time the issue was discovered. Per good faith effort (gfe) response received 20may2024, it was confirmed that the devices touchscreen was unresponsive. The customer replaced the touchscreen to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.